Event description:
It was reported that the patient was hospitalized in clinic with an oxygen mask and was not very conscious. The reason for the hospitalization and oxygen mask was unclear. It was noted that the Implantable Cardioverter Defibrillator (ICD) could not be interrogated with a programmer using a wand and there was no magnet response. Several attempts to interrogate the ICD were unsuccessful. The patient may have been pending an explant procedure, but this could not be conclusively confirmed by the patient's physician. There were no changes in patient condition or reported consequences.

Manufacturer narrative:
Further information was requested but was unavailable at this time.